Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia to 260 mg/dl after breakfast without meal announcements per healthcare provider guidance, followed by concern for a rapid decline in glucose while using the ilet system, with cgm values trending down and fingerstick values between 98¿130 mg/dl; insulin delivery had been paused, and the user took oral fast-acting carbohydrates. Symptoms included perceived low-glucose sensations without reported loss of consciousness, seizure, or need for assistance. Outcomes included user reassurance, continued monitoring, calibration of the cgm to align with fingerstick measurements, and resolution with glucose remaining within the typical target range. Investigation included customer service troubleshooting and user education regarding cgm accuracy, calibration, expected ilet target range, effects of insulin on board, and treatment of low glucose with 15 g carbohydrate. Investigation of this case revealed no device alarms or malfunctions and suggested physiological glucose variation with cgm-fingerstick discrepancy consistent with known sensor characteristics and insulin on board dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with normal device function and user-specific glycemic variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.